Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred 3 days after the sensor had been inserted into the arm. The patient uses tandem mobi in modified closed loop. According to the patient, on (B)(6) 2025, the cgm was reading low and when she performed a fingerstick the blood glucose reading was 200 mg/dl. They next day, (B)(6) 2025, the patient decided to go to the hospital because she felt ¿high ketones¿. The patient checked her readings prior to leaving for the hospital, cgm was 50 md/dl and bg was 200 mg/dl. The patient arrived at the hospital around 9:00 a.m., upon arrival the doctor checked her glucose and bg was 200 mg/dl and the sensor still showed 50 mg/dl. The patient was given intravenous fluids for hydration and after 2 hours, the patient felt better. At the time of the report (same day as event) the patient was still at the hospital awaiting discharge. There was no documentation of further medical evaluation or intervention. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The data investigation found a difference in values that fall within the b zone of the parkes error grid. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.